Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. It was observed that there were no defects on the jaws. There were no visual defects observed on the applier and the device a ppeared to be assembled correctly. The returned sample had biological material present on the device. Upon functional inspection, the trigger was engaged to load the clips. The remaining 7 clips were correctly loaded into the jaws and were able to fully latch. The jaws were observed to fully open to load the clips. No defects were observed on the jaws. No functional problem was found with the returned sample. R & d participated in the functional testing of the device and concluded that the device functions in accordance with the IFU. The device was returned with 7 clips remaining in the channel, indicating 8 were fired by the end user. The reported complaint of "jamming - clip(s) not firing" could not be confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned applier correctly latched the fired the remaining clips. Upon functional testing, the jaws were observed to fully open to load the clips. No defects were observed on the jaws. Corrective action is not required at this time, as there were no functional issues found with the returned sample. The IFU states "mishandling of appliers may result in improper load and/or closure of the ligating clip." R & d participated in the functional testing of the device and concluded that the device functions in accordance with the IFU. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will conti nue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "jamming defects occurred starting from the first firing and intermittently during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "jamming defects occurred starting from the first firing and intermittently during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.